Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. A proglide device was inserted, but when retracting the plunger (step 3), the thread doesn¿t come out as a cuff miss occurred. Therefore, a second proglide was inserted. However, while retracting the device, resistance was felt on the way out. To remove the device, a nick and spread was performed. Upon removal, it was observed the foot plate was not fully seated in the guide. Manual compression was then used to achieve hemostasis. No additional information was provided.